Event description:
It was reported the device motor stalling. No patient injury reported.

Manufacturer narrative:
The device was received with both seals broken and cracked on top case just under the handle, cracked on the l-bracket compartment of the bottom case, also cracked on right plunger case. The device history showed motor rate error. The device was testes using occlusion test. A motor rate error was found during occlusion test. The reported issue was a combination of motor assembly, worm gear, leadscrew and clutch halves were found old, dirty and worn out. The root cause was normal wear, m38335 was manufactured in 2006. The tech replaced motor assembly (stepper motor included), worm gear, leadscrew anc clutch halves. Performed occlusion test which passed. Remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).